Event description:
Pt had a modified radical mastectomy in 1985 with silicone implant placement. In 2002, pt underwent a removal of ruptured right breast silicone implant and a complete capsulectomy and reconstruction of the right breast with a free tram flap.